Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine follow up visit oversensing of noise on the right ventricular (rv) channel for this non-dependent patient. The noise was not able to be reproduced. It was noted that the patient was asymptomatic so the rv sensitivity was reprogrammed. Approximately five months later the noise on the rv channel became more prominent and there was pacing inhibition, however no asystole since the patient was not pacemaker dependent. The noise was still unable to be reproduced. A revision procedure was performed where there were no visable signs of any issues with the pacemaker or rv lead. Subsequently the pacemaker was explanted and the rv lead was surgically abandoned. A new pacemaker system was implanted on the opposite side due to occlusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was noted on the electrograms.the device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.